Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced permanent paralysis, problems breathing, and severe pain after an scs trial procedure. Patient was transported to the hospital wherein an MRI showed an epidural hematoma which was evacuated. All implanted devices were also explanted. Patient is stable but the exact cause of the paralysis remains unknown. The investigation was unable to determine the lead that was associated with the issue.